Manufacturer narrative:
A stryker field service technician went to the customer site and visually examined the table and completed a full mechanical evaluation. The sfst was able to replicate the tilting movement on the table. The table was pulled from service and has been returned to the manufacturer for further investigation. There was no injury or adverse event reported.

Event description:
It was reported that the operating table was allegedly experiencing motion without input from the user. There was no associated procedure, adverse events or serious injuries reported.

Manufacturer narrative:
A CAPA was initiated to further investigate the reported event of the reported unintended movement. Through investigation, the tables were found to meet design specifications. Within the CAPA there are multiple potential root causes which may have attributed to this complaint. As a result, each potential root cause was assessed and action have been taken to prevent future occurrences as related. Also through investigation, along with multiple consultations with physicians, it was determined that the risks involved with this event has a limited severity and a negligible occurrence of harm associated with it. No injuries have been reported as a result of unintended movement of the surgical table and it is unlikely that any injuries would result if this event were to reoccur.

Event description:
It was reported that the operating table was allegedly experiencing motion without input from the user. There was no associated procedure, adverse events or serious injuries reported.